Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. G2: foreign ¿ japan. Visual examination of the returned product identified no device was returned for evaluation. An unknown metal fragment was returned and is unable to confirm what it was from. The provided picture shows the drill, however the end is not pictured to confirm if the fragment came from the drill. Pictures were not provided of the cup. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the retrieved fragment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the procedure, a piece of metal came out of the surgical field while drilling the cup. It is not clear where the metal came from. The same instrument was used to complete the procedure. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.